Event description:
The customer reported that the display is blank. After further evaluation by a philips field service engineer, it was determined that the display was defective and remained blank despite rebooting the system. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.